Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patella clamps wouldn¿t lock, the attune impaction handles broke, and the impactors had cracks in them.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the patella clamps wouldn¿t lock, the attune impaction handles broke, and the impactors had cracks in them. The product was returned to depuy synthes for evaluation. Review of the attune patella drill clamp found an overall worn appearance consistent with normal and constant usage. No defects were observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed and the patella clamp button was able to advance to the "lock" position without any restrictions. Additionally the clamp was able to lock and unlock as intended. No defects were found during inspection. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.